Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range pacing impedance measurement of greater than 2000 ohms on the right atrial and right ventricular channel. A system infection was already noted. Surgical intervention was performed and the crt-d was explanted. No additional adverse patient effects were reported.